Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the angled awl broke as the surgeon was using the instrument. The broken piece was removed from the patient; however, delayed the surgery.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. As returned the awl is fractured near the tip, the fractured piece was not returned. Hardness and dimension taken are within spec. The device history records for product were reviewed and identified no deviations or anomalies. This device was used for treatment. A complaint history review was conducted for device and identified no complaints for the same lot. It was stated in the complaint that the patient did have hard cortical bone. The device had a potential usage history of approximately 8 years with an unknown usage history. The most likely cause of the instrument breakage cannot be conclusively determined. This report is number 1 of 2 mdrs filed for the same patient (reference 1822565-2016-03382).